Manufacturer narrative:
(B)(4).

Event description:
On the day of the event ((B)(6) 2011) the customer contacted call center personnel to report: leak of clear fluid underneath the beckman coulter coulter lh 750 hematology analyzer the instrument was not giving any differential results. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. The customer replaced a tubing to resolve the leak. The customer inspected and primed the diff pak and ran latron control as primer and recovered 8192. The customer performed f44, f45 and f46. Customer ran samples and there were still no diffs. Customer requests service to investigate the event. The field service engineer (fse) documented that he suspect electronic communication problem was the cause for no diff results which he corrected by reseating the diff preamp, vcs processor, and analytical workstation. Root cause for the leak was the tubing that was replaced by the customer (exact location could not be determined).